Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bradycardia. The right ventricular (rv) lead was reported to exhibit high thresholds, no capture and intermittent capture, and was confirmed to have dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.